Event description:
It was reported that during implant, the right atrial (ra) lead helix was exercised on the table and the helix extended after approximately 12 turns. It was then attempted to retract the helix but it was not possible even with repeated attempts. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the helix was distorted/bent and the lead appeared damaged at implant. The analyst commented that the lead was received with helix extended. The lead has been stretched causing the inner tubing to buckle. This prevents torque transfer when turning the is-1 pin. At some point, the helix was retracted during the procedure. The is-1 connector pin was turned and excessive number of times, resulting in distortion of the distal conductor within the connector.